Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thinks there may be early battery power switching. The patient is unable to say which battery and nothing was identified on log files. The patient will pay attention to the behaviour of all their batteries and report any further events the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery with unknown serial number was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation could not be carried out since the battery serial number was not provided. A review of the log files could not be confirmed because the log files were not provided or available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.